Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the 300's (mg/dl). Reportedly, to address the bg levels, the contact changed the fill cannula amount from 0.3 units to 0.7 units, even though the customer's health care provider (hcp) had instructed the customer to fill the cannula with 0.3 units. Reportedly, the contact does not know if the customer experienced an inadvertent low bg level. The customer delivered a correction bolus to address the bg level. The contact confirmed that the fill cannula amount would be changed to 0.3 units per instruction from hcp.